Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 140 mg/dl. The customer's spouse stated the insulin pump was not working. Troubleshooting was performed. Customer's spouse stated the insulin pump was vibrating without an alarm or alert. Customer's spouse stated a constant tone was occurring. The insulin pump will be returned for analysis.